Manufacturer narrative:
The referenced suspected device thrombosis of 22sep2016 was reported under medwatch MFR report# 2916596-2016-02187. (B)(4). Approximate age of device - 2 years, 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had persistent elevated lactate dehydrogenase and suspected device thrombosis since (B)(6) 2016. The patient underwent a heart transplant on (B)(6) 2017. It took a long time to find a matching donor heart due to patient special antibodies. The lvad will not be returned for evaluation. No additional information was provided.